Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit showed circuit disconnect and low peak inspiratory pressure (pip) alarm continuously. The customer confirmed that there is no patient involvement associated with the reported event.